Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported an endovascular aneurysm repair (evar) with zenith stent graft was performed in 2007 for a 62mm aneurysm. Reportedly during (B)(6) 2010 and (B)(6) 2011 and embolization was performed to treat a type11 endoleak. Surgery was recommended as enlargement of the aneurysm was observed, however the patient elected not to have the surgery done. May 2013 the patient reported to the nagoya heart center complaining of chest discomfort on exertion. Percutaneous coronary intervention (pci) was performed on 7 june 2013. The aaa was confirmed to be enlarged through computed tomography (CT), no findings suggested an endoleak at this time. Size of aaa confirmed with CT) (B)(6) 2013: 78mm (B)(6) 2014: 78mm (B)(6) 2015: 88mm (B)(6) 2015: 92mm after the procedure gradual shrinkage of the aneurysm was confirmed. The patient once again refused recommended surgery. (B)(6) 2016: CT confirmed that the size of the aaa enlarged in f98mm. Additional CT angio was performed suspecting disconnection of the left leg graft, which confirmed the contrast flow into the aneurysm (type iii endoleak) and disconnection of the left iliac leg graft. On (B)(6) 2016: gore's excluder leg graft was additionally placed to bridge the gap between the main body's limb and migrated left leg graft to resolve the type iii endoleak. After the procedure, gradual shrinkage of the aneurysm was confirmed. Imaging of this case was reviewed by outside professional clinical review. The impression gathered was based on the event description and comments made by the physician: summary of the event: it was reported that 9 years after an evar procedure, "CT confirmed that the size of the aaa enlarged in f98mm. Additional CT angio was performed suspecting disconnection of the left leg graft, then it confirmed the contrast flow into the aneurysm (type iii endoleak) and disconnection of the left iliac leg graft. Gore's excluder leg graft was additionally placed to bridge the gap between the main body's limb and migrated left leg graft to resolve the type iii endoleak". Physician also confirmed overlooking the disconnection of the graft parts for almost 5 years: " I reviewed CT images taken in the past and created 3-d images. Then, I noticed migration of the left iliac leg graft on images taken in 2011 and also progression of the migration on images taken in 2012. Images taken in 2013 confirmed disconnection of the leg graft from the main body, and those taken in (B)(6) 2015 showed disconnection and migration. I overlooked the event for three years by misjudging that there was no endoleak since CT angio did not show that contrast media was flowing into the aneurysm". -clinical opinion of the event: it was also reported that "after the procedure, gradual shrinkage of the aneurysm was confirmed". Based on the available information it is reasonable to suggest that the leading cause to this event might be associated with the medical procedure.

Manufacturer narrative:
A review of the complaint history, drawings, instructions for use (IFU), and trends was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. The IFU indicate conditions which may be associated with device migration, including sizing outside of the indicated range, inadequate overlap of the iliac leg, inadequate device fixation, proximal aortic necks with a length less than 15mm / greater than 28mm, and thrombus-lined or calcified aortic neck. The IFU indicate conditions which may be associated with endoleak, including sizing outside of the indicated range and inaccurate placement and/or incomplete sealing of the device. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Event description:
It was reported that an endovascular aneurysm repair (evar) with an unknown zenith stent graft was performed in 2007 for a 62mm aneurysm. In (B)(6) 2010 and again in (B)(6) 2011, embolization was performed to treat a type ii endoleak. Surgery was recommended as enlargement of the aneurysm was observed, however the patient refused. In (B)(6) 2013, the patient reported to a new healthcare facility complaining of chest discomfort upon exertion. Percutaneous coronary intervention (pci) was performed on (B)(6) 2013. From (B)(6) 2013 through (B)(6) 2015, enlargement of the abdominal aortic aneurysm (aaa) was confirmed via computed tomography (CT) as documented. In (B)(6) 2016, CT confirmed that the size of the aaa enlarged to 98mm. Additional CT angiography confirmed contrast flowing into the aneurysm, indicative of a type iii endoleak, along with disconnection of the left iliac leg graft. On (B)(6) 2016, a non-cook leg graft was placed to bridge the gap between the main body's limb and the migrated left leg graft to resolve the type iii endoleak. After the procedure, gradual shrinkage of the aneurysm was confirmed. The physician reportedly confirmed overlooking the disconnection of the graft parts for almost five years. Retrospectively, the physician noticed migration of the left iliac leg graft on images taken in 2011 and also progression of the migration on images taken in 2012. The physician reportedly stated as well that images taken in 2013 confirmed disconnection of the leg graft from the main body, and those taken in (B)(6) 2015 showed disconnection and migration. The physician reportedly overlooked the event for three years by misjudging that there was no endoleak since CT angiography did not show that contrast media was flowing into the aneurysm.